Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. This blade tip portion may have broken off of the device during transport to our analysis site. The device was tested with a generator. During functional testing on gen11 an alert screen was displayed and the device would not passed the pre-run. The device was disassembled and the break was located inside the tube proximal to the tissue pad. The device will stop activating and display an alert screen once the blade is damaged. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during a laprascopic gastric bypass procedure, they received multiple tighten assembly errors. They replaced the instrument and were able to complete the case with a second device with no patient consequence.